Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: e tuf2514c102e, serial/lot #: (B)(4), ubd: 01-nov-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system and talent occluder plugs were implanted in a patient for the emergency endovascular treatment of a ruptured abdominal aortic aneurysm. It was reported that the patient presented with a ruptured abdominal aortic aneurysm and was grey in color upon arrival. It was reported that the physician chose the sizing of the devices via angiogram choosing an endurant aui and a 16x24x93 endurant limb. Two talent occluder plugs were implanted on the right side to occlude the iliac artery. Once the evar procedure was completed the procedure transitioned to a fem-fem bypass. It was reported that the patients¿ blood pressure was low during the entire procedure and remained low after the evar. The physician remarked that the patients abdomen felt like a drum and the decision was made to open up the abdomen to explore for internal bleeding, none was found yet the patients¿ blood pressure kept dropping. Resuscitation was attempted for 20 minutes but the patient expired. As per the physician, the cause of the event was due to multiple comorbidities; chronic renal failure and shock. The definitive cause of the rupture could not be determined. No additional clinical sequelae were reported.